Event description:
When evaluating current electrogram and some of the episodes, intermittent undersensing of r wave is noted. R wave trends are around 4 mv; sensing is bipolar 0.9mv. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).